Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient was found to be unresponsive and in a ventricular tachycardia (vt). The vt episode was found to be within the programmed detection ranges, however, wavelet inappropriately withheld therapies due to an 80% match score. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.